Manufacturer narrative:
Report source: united states of america. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported the patient experienced more pain from the implant swollen, than the surgery. The device was removed yesterday.